Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that there is an error number 1260 on the pump. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: b3. Date of event is unknown. D10. Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one device was received. A visual inspection found the tamper seals removed but no physical damage. A review of the event history log was unable to be completed due to the error on the display. During the functional testing, the customer reported error code was able to be duplicated. The microprocessor unit board was found to be contaminated by fluid ingression. The microprocessor unit board was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.